Manufacturer narrative:
Pump received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
It was reported that the insulin pump was dropped and the damaged the lcd display. Pump is in warranty. It was advised that customer refer to back up plan, we called for replacement pump we tried several times call back to customer but she did not picked up. Today customer called back for pump replacement. Pump replacement needed. Patient currently connect to older pump as back-up plan. The product will return for the analysis.